Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly calcified, mildly tortuous, 90% stenosed, distal right coronary artery (rca). During the procedure a 2.0 x 20 mm tenku rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance to be used for pre-dilatation and was first inflated without issue. During the second inflation of the bdc to 8 atmospheres the balloon ruptured. The bdc was retrieved with no resistance felt. An unspecified balloon catheter was used to successfully complete the pre-dilatation. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effect. No additional information was provided.